Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as the lens remains in patient's eye. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt300 intraocular lens, at 1 week post op, the patient was experiencing dysphotopsia, starbursts and flare, especially at dark. An exam on the patient's eye showed that the lens was approximately 17 degrees off axis, instead of 93 it was at 110. As a result the physician is planning on repositioning the lens. Through follow-up, additional information was received. It was learned that lens was implanted in a male patient's right eye. Patient was experiencing more glare, starburst, halos and patient is very dissatisfied. The patient is also experiencing distortion and blurred vision. Through additional follow up it was later learned that the patient is doing fine. (B)(6) 2017 - od visual acuity (post op day 1): distance - 20/100 ph: 20/40. (B)(6) 2017 - od visual acuity: distance - 20/40. No further information was provided.